Event description:
It was reported that the patient underwent a revision due to instability. During the procedure, the bearing was exchanged and a longer head was implanted. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, d1, d9, g3, g6, h2, h6, h11. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. Based on the review of the photographs provided, the product exhibits evidence of exposure to biological fluids and shows surface irregularities, including a mottled internal spherical radius and marks and scratches on the outer spherical diameter. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. The review identified that the cup abduction is within normal limits however the degree of anteversion cannot be assessed on the ap view. The femoral head is small and the head neck ratio appears relatively decreased. Abnormal version and decreased femoral head neck ratio are factors that can predispose to instability. In addition, this appears to represent a revision arthroplasty, which may result in abductor insufficiency. Abnormal soft tissue tensioning is another factor that can predispose to instability. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery due to instability. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are currently unknown. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.